Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: review of the black box data revealed multiple records of post-delivery motor power supply fault alarms (128-xxxx). On examination, there was moisture contamination inside the battery compartment. The returned battery cap was not able to fit securely onto the pump; the battery compartment was cracked at the threads. The pump would not power on for investigation using a new test cap. Moisture contamination was found throughout the interior of the pump and on the interior components. Power failure due to moisture contamination. Product analysis was unable to investigate the alleged alarm complaint due to the pump being unresponsive during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.